Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that particles incrusted in the component were found. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
D1. Brand name: small bore t-connector extension set. D2a. Common device name: set, administration, intravascular. D2b. Procode: fpa. D9. Date returned to mfg: 24-sep-2024. Investigation summary: one component was returned by the customer for investigation. Molded-in particulate (mpm) was observed during visual inspection. Per specification, mpm is not to exceed 0.20mm^2 on the tappi chart. When measured with a tappi chart, the observed mpm is larger than 0.20mm^2. The complaint is confirmed. Previously filed customer complaints were reviewed, and no other complaints have been filed for the defect described. Root cause was undetermined. No actions are scheduled to take place at this time. ICU medical continually tracks complaints and escalates as needed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.